Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the trail spacer broke into 2 pieces. No surgical delay reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: territory 239 reports that the trail spacer broke into 2 pieces. No surgical delay reported. The device associated with this report was not returned. A search of the complaint database found similar reports that were attributed to misuse and/or wear out. However, with no instrument returned and no more information, no root cause can be determined for this specific instrument. The lot number that determines the age of the trial was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify the root cause, the need for corrective action was not indicated. Complaints will be monitored under post market surveillance sep 419.. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.